Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Customer's blood glucose was 244 mg/dl and sensor reading was 58 mg/dl. Call was lost but customer called back and troubleshooting was performed and it was noted the sensor were close to being expired 08/25/2015. Customer had previously seen bent sensor once or twice. Customer was advised how to properly calibrate and will follow the steps in how to reset the sensor. The sensor is not returning for analysis.